Manufacturer narrative:
(B)(4). The subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the japan reported that an mr290v vented autofeed humidification chamber, provided as a part of an rt380 adult dual heated evaqua2 breathing circuit, was leaking water during patient use. There was no reported patient consequence.

Event description:
A healthcare facility in the japan reported that an mr290v vented autofeed humidification chamber, provided as a part of an rt380 adult dual heated evaqua2 breathing circuit, was leaking water during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber was returned to fisher & paykel (f&p) healthcare in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned mr290v vented autofeed humidification chamber confirmed the presence of a vertical crack on the chamber dome. Further analysis of a white residue that was found inside the chamber identified the presence of a mixture of contaminants. Conclusion: the reported water leakage was confirmed to be due to a crack on the chamber dome. Based on our investigation, the crack is likely to have been caused by exposure to an incompatible chemical, resulting in environmental stress cracking of the chamber dome. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt380 breathing circuits state the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.